Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: during investigation, the display powered on to a dim/pink screen. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.